Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, loss of capture and pacing inhibition of 2 seconds. Further review of the device was recommended. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).